Event description:
(B)(4). It was reported that chest pain and restenosis occurred. On (B)(6) 2010, the patient presented with chest discomfort and was diagnosed with stable angina. Subsequently, coronary angiography and the index procedure was performed. The target lesion was a de novo lesion located in the 1st diagonal with 90% stenosis and was 14 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation followed by placement of a 3.00 x 16 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented with burning right -sided chest pain associated with abdominal pain, cramping and diarrhea. Upon admission, ECG revealed normal sinus rhythm with left anterior fascicular block and non-specific st and t wave abnormality and abnormal ECG. Troponin values were found to be elevated and cardiac enzymes were not consistent with the protocol definition of mi. The patient was diagnosed with non st segment elevation myocardial infarction and viral gastroenteritis. Cardiac catheterization was recommended. At the time of the event, the patient was on aspirin only. The study drug per protocol was last taken on (B)(6) 2013 and other antiplatelet medication was never taken during the study. One day from the onset of symptoms, coronary angiography was performed. The 80% stenosis, de novo long lesion extending from proximal left anterior descending (lad) artery to 1st diagonal. Site confirmed that it was not an in-stent restenosis of the study stent in 1st diagonal. The lesion was treated with balloon angioplasty and placement of a 3.00 x 20mm promus premier drug eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the events were considered resolved without residual effects and the patient was discharged on aspirin and brilinta.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).